Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument for a single pt sample. The initial accu tni result of 0.75 ng/ml was reported out of the lab and questioned by a nurse. The original sample was re-tested three times and repeated results were: "no value" printed with qns* flag, 0.02 ng/ml printed with the qns flag, and 1.87 ng/ml. A fresh sample was collected from the pt and a result of 0.06 ng/ml was obtained. The 2nd sample was tested on a different instrument in the customer's lab and two results of 0.02 ng/ml were obtained. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications during the time of the event. System checks performed two times in 2008, after the event, were within specifications. The event log data indicated an ultrasonic surface detection while lowering probe errors. Customer collects specimens in 13 x 75, bd lithium heparin plastic tubes. Samples are centrifuged at 3,500 rpm for 10 minutes at room temperature. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered a leak in wash pump around seal and installed the new seal. The fse ran a diagnostic testing and 50 replicates precision testing with good results. The fse installed a vacuum jar splashguard mod. Although, fse address hardware issues, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.